Event description:
Additional information received from the physician: the product was applied in the presence of active bleeding. The excess floseal was irrigated and suctioned from the surgical field after hemostasis was achieved. A surgical bacterial infection has been excluded. The lot number is not available. The surgery occurred as expected with controlled blood pressure and heartbeat. There were no difficulties during the surgery and the patient did not need blood bag. There was no new medical intervention before floseal application.

Manufacturer narrative:
(B)(4). Baxter final assessment summary: based on the follow up information floseal has been applied in the presence of active bleeding and excess product (material not incorporated in the blood clot) has been irrigated away. Under the described circumstances floseal may not induce an inflammatory reaction with seroma formation. Also an infection has been excluded. The reported fever can be interpreted as a postoperative resorption fever. The reported complications are not related to the use of floseal. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). This is being reported as a conservative measure. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
During a surgery to remove a tumor in the thigh, the doctor informed baxter that she used floseal in a patient . The patient felt a lot of pain postoperative. According to the doctor, the patient had extra seroma formation and also presented fever for several days. The doctor associated the adverse event with the use of floseal.